Event description:
Boston scientific received information that this pacemaker was reprogrammed with higher outputs and, at the time of the reprogramming, exhibited an estimated remaining longevity of approximately two years. However, a few months later, this device was noted to have reached a battery status of elective replacement time (ert). Boston scientific technical services (ts) was consulted and advised the longevity may have been impacted by the increased outputs and that the device should be replaced. This device was explanted and returned to boston scientific for analysis. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. In this case, it appears the increased outputs as well as slightly changed impedance measurements impacted the calculation. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device was two years of battery down to elective replacement time (ert) within a few months. The outputs increased and was set prior to this. Boston scientific technical services (ts) suggested to replace the device. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the device was confirmed. The device declared elective replacement time (ert) in the second current bin after 10.5 years of implant. The total calculated current for current bin placement was at the top of the first current bin range. The longevity changes were due to changes in outputs, the small fluctuations in lead impedance measurements and or the bin mismatch between the programmer and the device when the calculated current was near a bin boundary. The switch to the higher current bin was not evident to the user. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this pacemaker device was two years of battery down to elective replacement time (ert) within a few months. The outputs increased and was set prior to this. Boston scientific technical services (ts) suggested to replace the device. This device was explanted. No additional adverse patient effects were reported.